Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on bus. A field service engineer (fse) found that main 6 was not on the bus, and there was no light emitting diode on either controller. The module controller was replaced, but the station still did not power on because the drawer controller prevented startup. The drawer controller was then replaced, and the station function was verified; the drawer was configured and successfully tested in the application. The system functioned as intended after the field service engineer repaired the device.